Event description:
A customer reported during a routine vitrectomy and epiretinal membrane peel, a number of microscopic reflective fragments were observed on the retina. This was noted after removal of the membrane blue from the fundus, which had been used to stain the membrane. The fragments appear to look like metal; one being at least 200 microns in diameter. Visible fragments were removed using the back flush cannula, however, none could be saved for analysis. The customer suspects either the handpiece or membrane blue dye. There was no consequence or impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable additional info becomes available. (B)(4).